Manufacturer narrative:
The root cause of this event was not confirmed; however, it has been determined that this event was likely due to procedural/technical related factors. There has been no indication or allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient required avr after mvr with an edwards valve. Per medical records, this case involved a (B)(6) male who presented with mitral valve insufficiency secondary to recurrent endocarditis. Mvr was performed with a 7300tfx 27mm valve. However, echocardiogram revealed restriction of the noncoronary leaflet of the aortic valve. There was distortion of the annulus of the aortic valve by the sutures. A 3300tfx 23mm aortic valve was implanted using cor-knot device. The patient was weaned from cpb. It was noted that patient tolerated the procedure well and transferred to ICU in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.